Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead oversensing. The rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and increased short v-v intervals. Alerts were also triggered for undefined/high pacing impedance and oversensing of noise. Additionally, the rv lead exhibited loss of capture on a ventricular pace event and t-wave oversensing (twos). The rv lead was fractured. The rv lead underwent laser extraction and was replaced. No further patient complications have been reported as a result of this event.